Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two used samples were received at the manufacturing sit for evaluation. The multidisciplinary team evaluate them; the first step was clean the samples removing all the food stuck in the tubing. After that a functional test was performed the bag was connected to the pump; it was working and no issues were observed, everything works as should. The failure mode is not confirmed. Since the failure mode was not confirmed, a root cause analysis was not completed and no corrective actions will apply. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/28/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that four bags clogged during use. The customer stated that they would put a bag on for the first morning feeding, then when they filled it again nothing would flow because the tubing was clogged. No patient harm was reported.